Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The returned implantable pulse generator (ipg) was evaluated, and the reported issue of ineffective treatment following end of service (eos) was confirmed. The device had been implanted for 2 years, 3 months, and 6.3 days, with an energy use index (eui) of 15.3. The likely root cause was identified as an end-of-life problem.

Event description:
It was reported that the deep brain stimulation (dbs) patients treatment became less effective. Upon inspecting the implantable pulse generator (ipg), it was found that it had reached the end of its lifespan, and the patient underwent a revision procedure wherein their ipg was explanted and replaced. The patient is expected to fully recover.